Event description:
It was reported that during right and left heart cath with stent placement, an attempt was made to deliver a 2.75x12 mm nc trek for post-dilatation balloon after stent deployment. The nc trek balloon shaft fractured upon attempted delivery. The guide catheter and both pieces of fractured balloon catheter were retrieved. Procedure was successfully performed and concluded. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.